Event description:
Pt was dropped from mobile lift system, striking their head on some surface. Patient was administered first aid immediately and it was noted that his airway and his pupils were okay. Pt was taken by ambulance to hospital. One caregiver noted that hospital never said he was bad, but "we knew he (patient) was going down for the last year. He had tumors, encephalitis and shunts." Pt died at hospital approximately 13 hours after event. Device was evaluated on-site by company representative on (B)(6) 2013 and found to be in conformance with the specifications outlined in manufacturer's yearly inspection checklist and guidelines.